Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the complaint was not confirmed as the issue reported by the customer that the base unit would not stay in locked position was not observed. However, the investigation did reveal that the handle was basically stuck in the open position due to the locking nut being too tight and the handle was able to close once the nut was loosened. Unrelated to the reported issue, the unit was received with the shock cushion moved forward in the handle and was impeding the 6-inch transitional from going into the handle. The 6-inch transitional teeth were worn and needs to be replaced. The shock cushion and ¼ inch pin were worn. The adjustment wrench has worn threads. Root cause analysis: the unit was received with the locking nut too tight and the handle open, the handle would not close until the locking nut was loosened. Unit required preventive maintenance and replacement of worn parts as a result of routine wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield ultra base unit (a2101) would not stay locked. It is unknown if there was patient involvement however; no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mayfield ultra base unit (a2101) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed and found no anomalies. The root cause of the reported issue could not be definitively determined. However, a probable root cause for reported complaint is wear and tear of the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.